Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, operating currents, occlusion, prime, force system sensor and excessive no delivery tests. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads. (B)(4).

Event description:
The spouse of a customer reported via phone call of having high blood glucose of 572mg/dl. Customer spoke with their doctor who indicated that the pump is not functioning correctly. Troubleshooting found that after the customer goes to sleep, their blood glucose is elevated. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was advised on proper insertion technique and to return the infusion set for analysis.